Manufacturer narrative:
Update to h3. Update to h6.

Manufacturer narrative:
Per the report, "customer called in stating the nebulizer no longer turns on. Customer also reported that, " I turned on the nebulizer to use it and it ran for about one second and shut off. I turned it off, unplugged it, plugged it back in, and tried again but it wouldn't turn back on." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per the report, "customer called in stating the nebulizer no longer turns on."